Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown cup lot# unknown, item# unknown unknown stem lot# unknown, item# unknown unknown head lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Patient is experiencing unknown complications related to the implanted liner. No medical intervention has been reported at this time. Attempts were made to obtain additional information; however, none available at this time.